Event description:
It was reported the patient programmer was completely blank even after the batteries were replaced. It was also noted that both the charger and the re-programmer "didn't work." Patient attempted to "recharge every day" and reported the problems began 6 months prior. Patient declined troubleshooting and wanted a representative at their appointment. Follow up was unclear as all boxes were checked. Patient did have concerns with their device or therapy. Also noted was the patient received assistance from their doctor or medtronic representative and their concerns were resolved. Also noted there would be a replacement on (B)(6) 2012. Also noted was the patient was still having concerns regarding their device or therapy but were working with their doctor or representative. Also noted was patient was still having concerns with their device or therapy but have not sought further help. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).